Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging out of range alert ((B)(4)) appeared in place of continuous glucose monitor (cgm) readings. It was reported that the incorrect transmitter serial number was entered in the pump, which would have no allowed the pump to communicate with the transmitter. There was no reported adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.